Event description:
It was reported that the right ventricular lead exhibited noise and was damaged due to clavicular crush. Twiddlers syndrome was suspected. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.